Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with implant stuck inside of the catheter for analysis. The returned catheter was noted to have kinks and a tear. The implant was twisted, and the over coil was compressed and accumulated at a certain section of the coil. Resistance was encountered during an attempt to remove the coil from the catheter. The coil was noted to be stretched. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that while advancing an embolization coil, the coil detached in the microcatheter. The hydrogel coil swelled in the microcatheter and was stuck, so the coil was removed in its entirety along with the microcatheter from the patient. There was no reported intervention or patient injury. The patient is reported to be good.